Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported during smr upgrade, faulty controller display was detected more than 50% of display didn't work properly. It was exchanged to a new one and the patient was not affected.

Manufacturer narrative:
It was reported that the display was not functioning correctly. The controller, (B)(4), was returned and sent to the supplier for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The results revealed that the controller's  liquid crystal display (lcd) was able to display all characters properly. No failure detected; the controller was able to display all characters properly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.